Manufacturer narrative:
The rse advised the customer to check all of the connections and provided parts identification (ID) for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the lcd backlight went out. It was reported that there was no patient involvement at the time the issue was discovered. The customer informed the remote service engineer (rse) that the backlight went out after the power switch overlay was replaced. The rse advised the customer to check all of the connections and provided parts identification (ID) for repair. The investigation is ongoing.